Event description:
Technician alleged that the bed had no ground reading. No pt impact.

Manufacturer narrative:
The technician found the ground pin missing on the power cord plug. The technician replaced the power cord plug to resolve the issue.